Event description:
Sales rep. Reported that the screw fractured into multiple pieces including at the tip while the last turn was being made. A 9mm tap was used in conjunction with the 9mm screw and a 9,5mm graft. The loose pieces were removed and the surgeon felt adequate fixation was achieved with the remaining portion of the screw and did not use additional fixation. It was confirmed that the surgeon did feel the driver was seated completely into the screw and did not remove the driver at any time during insertion. The patient was a 35 year old male with good bone quality.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported device failure. M-4543. 6/7/2006.